Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had a loss of therapy. She was implanted on the day of this report and upon returning home she was going every half hour so she increased to 0.9 and then she was going every half hour to 45 minutes. Program 2 of the trial worked well and she could go 3-4 hour without voiding. Additional information received from the consumer on (B)(6) 2015 reported that she was having intermittent success with the therapy since implant. She changed programs and increased stimulation and started experiencing pain. This "felt external" and "came on insidiously." This occurred in (B)(6) 2015. When working out at the gym, it was aggravated when using machines. This occurred in (B)(6) 2015. She spoke with a manufacturer representative (rep) about the issue who suggested changing programs. They changed programs, which addressed the pain and seemed to work reasonably well for moderate bladder control. She began working out on the machines at the gym again and felt like there was an increase in the pulse/intensity of the stimulation and she was going to the restroom more (every half hour to hour). The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.